Event description:
It was reported that the during a medical procedure, the blades, which help to maintain the screw thought the muscles, detached and neurosurgeon hurt himself with the cutting edges of the screw when trying to put them back in place. Medical procedure stopped waiting for examination on the wear of the blades.

Manufacturer narrative:
Method: risk assessment. Results: the mantis reduction blade was reported to have disengaged from the tulip of a screw during surgery. The device was not returned for evaluation. While the surgeon was attempting to reassemble the screw and blade, the surgeon cut himself on the threading of the screw. Previous investigations have implicated material wear over time and cantilever loading as likely root causes for this particular product issue. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported that the during a medical procedure, the blades, which help to maintain the screw thought the muscles, detached and neurosurgeon hurt himself with the cutting edges of the screw when trying to put them back in place. Medical procedure stopped waiting for examination on the wear of the blades.